Manufacturer narrative:
(B)(4). Additional information: is the white tissue pad completely missing from the clamp arm of the second device? It melted upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the head of the device detached. Completed the procedure by using a different device. No ae's reported.